Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4) - device evaluation: review of the black box and download history revealed the pump was suspended on (B)(4) 2013 at 01:52. Delivery of insulin was resumed (B)(6) 2013 at 16:01. The user¿s programmed basal rates were correctly reflected in the daily insulin delivery totals. There were no alarms in the alarm history associated with this complaint. The pump was exercised for 29 hours and found to be delivering within specifications. The complaint was not duplicated during investigation.

Event description:
On (B)(6) 2013 the patient's healthcare provider (hcp) left a message with animas stating that the patient was in the "hospital for hyperglycemia" and alleged that the "pump kept administering insulin". Customer technical support followed up with the reporter, who stated that the patient was admitted to the hospital the evening of (B)(6) 2013. The hcp stated that he thought the pump "ran insulin into the patient and did not stop". On (B)(6) 2013 cts was able to speak to the patient, who stated that in the early morning of (B)(6) 2013 he got out of bed and fell, resulting in a fractured ankle. The patient noted that his blood glucose (bg) was 24mg/dl. The patient stated that he was taken off the pump until (B)(6) 2013, and that he was given ivs that made his bg elevate to 500mg/dl. At the time of the call to animas cts the patient stated he was back on the pump and was awaiting surgery for his ankle. Cts reviewed the pump with the patient and found all settings and histories to be correct. The patient stated that the pump had been working without any insulin interruptions. The patient noted that he has problems with his diabetes that results in high or low bgs for unexplained reasons. The patient did not implicate a pump malfunction in the reported bg excursion. This complaint is being reported because the patient allegedly experienced hypoglycemia requiring medical intervention while using insulin pump therapy. It is unclear at this time if the pump may have been a cause or contributor in the alleged bg excursion, as the patient's hcp felt there was an issue with the pump however the patient did not allege a pump malfunction.